Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge using external paddles ((B)(4)). Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch reports 1220908-2018-01062 and 1220908-2018-01063 for similar events reported from the same customer.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's external paddles were removed and returned. The malfunction was duplicated and attributed to a faulty connector on the external paddles. Analysis for reports of this type has not identified an increase in trend.